Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety shield on the bd saf-t-intima¿ safety system with removable prn failed and the ide sustained a dirty needle stick as a result. The following information was provided by the initial reporter, translated from (B)(6) to english: "while placing the intima, the ide removed the guide, but while placing the tegaderm, he was only retracted to the guard and injured himself while placing the tegarderm. Aes declared."

Event description:
It was reported that the safety shield on the bd saf-t-intima¿ safety system with removable prn failed and the ide sustained a dirty needle stick as a result. The following information was provided by the initial reporter, translated from french to english: "while placing the intima, the ide removed the guide, but while placing the tegaderm, he was only retracted to the guard and injured himself while placing the tegarderm. Aes declared."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 0146979. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this incident, the safety device portion of the saf-t-intima product was returned for evaluation by our quality engineer team. Through examination of the component, bd was not able to identify any issue that would have affected the functionality of the product. Marks were detected within the device component that could have resulted during use of the product. It is possible that the reported incident resulted from incorrect activation of the safety device.